Event description:
Have identified an inconsistent packaging process across vendors in the allograft bone industry: lifenet, lifelink. All vendors wrap their product in double packaging. Lifenet informs users that they cannot guarantee 100% sterility of the inner packaging; therefore, it should not be placed on the sterile field. Lifelink does not have this warning, but when reading the fine print on the packaging they do not guarantee sterility. This inconsistency across the industry can cause a compromise of the sterile field and does not allow consistent procedures in operating rooms.